Event description:
It was reported by the rep the device was used during a diagnostic gynecology procedure. It was reported the dhs14 scissors with unipolar cautery was being used with a valley lab generator, setting 40. It was reported the surgeon activated the scissors to excise an adhesion. Approx 5cm proximal from the tip of the scissors there was cautery burn on the posterior side of the broad ligament. There was no indicated treatment for this tissue.